Event description:
Additional review determined that the outcome was resolved with sequelae. Additional information received from the manufacturing representative clarified that she learned of the patient's admit to the facility a few days after the patient was admitted. The manufacturing representative was at the physician office approximately (B)(6) 2015 when the office staff informed her.

Manufacturer narrative:
Analysis results not available as of the time of report. When analysis results are available a follow up report will be submitted.

Event description:
The manufacturing representative reported that the patient had an implantable neurostimulator (ins) replacement on (B)(6) 2015. A pocket adaptor was used. Shortly after the patient was not receiving stimulation, then it was intermittent when the patient pushed on the implantable neurostimulator (ins). There was a (B)(6) infection. The manufacturing representative reported that the patient was scheduled for a revision on (B)(6) 2015, however on (B)(6) 2015 the patient had the ins, pocket adaptor, and extension removed due to the pocket being infected. On (B)(6) 2015 the doctor went back and removed the lead. The lead was sent to pathology at hospital and on that date the manufacturing representative was told that the patient was (B)(6). On (B)(6) 2015 the patient was admitted to a rehab facility for IV antibiotics. The outcome was resolved without sequelae.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found that the device was functionally okay with insignificant anomalies.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
(B)(6) 2015 (B)(4), the manufacturing representative reported that the patient was experiencing intermittent therapy. Since the battery replacement on (B)(6) 2015 the stimulator would cut out multiple times within an hour. The battery replacement was due to normal battery depletion. The patient claimed that if the patient leaned back if something was pushing on the device they could recreate the turning on/off. The issue seemed to be positional. When stimulation feels like it was turning off the patient confirmed that the stimulation was on using the patient programmer. This occurred daily. The reporter stated that at replacement operation all impedances were within normal range. The impedances on the day of report at 0.7 volts was ref 0/1 2966, ref 0/2 7598, ref 0/3 3071, ref 1/2 7662, ref 1/3 602, and ref 2/3 7723. The impedances on the day of report at 1.5 volts was ref 0/1 2032, ref 0/2 6381, ref 0/3 2078, ref 1/2 5714, ref 1/3 586, and ref 2/3 5392. The patient was asked to put their hand on the implantable neurostimulator (ins) ad press in and then off of it. The patient could feel stimulation come on when she pressed on the ins and then it shut off when she took her hand off of it. Later it was reported that the patient was scheduled for a revision on (B)(6) 2015. Relevant medical history included: spinal pain.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative reported that the patient was scheduled for revision on (B)(6) 2015 however on (B)(6) 2015 the patient felt pressure over the site so they went to the hospital. It was found that the pocket had opened up and the patient was running a temp. They stayed overnight in the hospital and the device was explanted (B)(6) 2015. During explant, a culture of the pocket site was taken and the results showed the patient had mrsa. The health care provider (hcp) did not want to risk the infection traveling along the lead pathway so two days later on (B)(6) 2015 the patient went back in for surgery to have the remaining components removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.